Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted. Manufacturer of the device is unknown.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the device inner surface, the device was broken shell, fold creases, missing shell, one curved opening and void >1 mm in non-textured. A microscopic analysis and leak test were performed which identified one sharp opening, wear abrasion and broken striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side valve bond edge assessed as unidentified (tear) opening, a broken striated in the side radius assessed as surgical damage, and a missing shell assessed as inconclusive.